Event description:
Additional information received reported that the patient was hospitalized for reasons unrelated to the device. It was stated that the device was possibly deactivated. It was noted that the event was not attributed to the device. There was no surgical intervention required, but the patient was reprogrammed in (B)(6) of 2012. It was also stated that the patient did not require hospitalization due to the event.

Manufacturer narrative:
Product ID 3093-33, lot# v266475, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) may not be working following joint replacement surgery that was performed around (B)(6) 2012, the patient was brought to a rehabilitation facility on (B)(6) 2012 where it was determined that the ins may not be working. Additional information was requested but was not available at the time of this report.